Manufacturer narrative:
During follow-up, the patient said the infection was due to him reusing the catheters, not because of any problem, defect or malfunction of the product. His doctor also told him not to reuse the catheters but he can't afford to buy enough to use the single use only catheters.

Event description:
Intermittent catheter patient (user) said he had a urinary tract infection (uti) about a month ago concurrent with catheter use because he is having to re-use catheters since he can't afford the co-payment since it is too high. During follow-up, the patient said he was prescribed an antibiotic, took the full course, and recovered fully.